Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer printer was defective. The paper tray was found to be defective. It was also determined at analysis that the stylus tip was broken and did not work. The cord bay latches, and the lower bullets were broken. Errors were found in the software history, the software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer printer was defective. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.